Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was 10 minutes off. Customer had elevated blood glucose (bg) levels (approximately 345 mg/dl). Tandem technical support guided the customer through adjusting the pump time. The customer delivered a bolus to address elevated bg levels.